Event description:
An x-ray taken post operatively for an open reduction internal fixation of the right distal radius revealed two (2) broken screws at the head-shaft junction. While lifting a load of wet clothes, the pt felt a break in the wrist. Fixation was lost upon screw breakage. Revision surgery was performed and the hardware was removed and replaced.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.